Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had low blood glucose of 44 mg/dl and did not know it. Customer has been under a lot of stress and has limited test strips. Customer stated that she is unable to run a test plug procedure. Customer was advised to monitor the pump. Customer's blood glucose is 221 mg/dl. Customer has not treated and has been experiencing low blood glucose for today. Customer's blood glucose was high due to snacking. Customer stated that his settings have been recently adjusted by the health care professional. Customer had no issues with the programming. Customer did not test blood glucose for lunch and did not treat per sensor glucose value. Customer was advised to monitor the pump and to speak with a health care professional regarding the low blood glucose.